Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the no image issue and error code 227 (scope communication error) were traced to component failure, while the cause of the foreign object in the jet tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the auxiliary jet tube. Additionally, error code e227 (scope communication error) occurred, resulting in no image. There was no patient involvement.